Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the o2 sensor test and the flow transducer test during pre-use check. There was no pt involvement. (B)(4).